Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to bubble void on the rubberize layer. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only. Before using, please inspect visually whether products are all complete or surface wear. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the valve may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and away from direct light, preferably stored in the original packing box. Caution: federal (USA) law restricts this device to sale by or on the order of a physician."

Event description:
It was reported that the patient reinserted with a foley catheter in which the 3 liter drain bag was connected to the bladder. After being fixed the leakage of the three chambered foley catheter was found. It was noted that similar events might delay the patient treatment and increase the risk of urinary system organ damage and infection. The foley catheter was pulled out and reinserted. The observation of the patient showed no obvious abnormalities. Per follow up via ibc on 03nov2020 there was no damage to the foley catheter and no other information could be provided as the sample was discarded.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was reinserted with a foley catheter in which the 3 litre drain bag was connected to the bladder. After being fixed, leakage of the three-chambered foley catheter was found. Similar events might delay patient treatment and might increase the risk of urinary system organ damage and infection. Pull out the foley catheter immediately afterwards and reinserted. Observation of the patient showed no obvious abnormalities.